Manufacturer narrative:
Customer was contacted to determine facts of the incident. Unit was repaired and reinspected by authorized service center. At time of reporting, service center did not report malfunction of unit. Pending further feedback from the service center.

Event description:
On (B)(6) 2009 - veteran's administration customer stated unit (scooter) stopped suddenly as he was going down curb cutout to cross street. Unit tipped to left and right wheel fell off. Reports minor injury - bruised left knee and applied band-aid. Service center authorized by emc to inspect unit for failure identified and repair as necessary. On (B)(6)2009 - service was performed and repaired right front wheel. Reinspected front and rear wheels - all found in working order. On (B)(6) 2009 - received notification from (B)(6) that the pt is requiring outpatient care for physical therapy.